Event description:
It was reported that, "metal ring failed and broke. Constrained liner dislocated." Patient was revised.

Manufacturer narrative:
Additional information requested and if received will be submitted on a supplemental report.